Manufacturer narrative:
Damaged due to shipping.

Manufacturer narrative:
Follow-up submitted to report the customer performed the evaluation. Parts sent to customer to perform repair. Customer performed evaluation.

Event description:
It was reported that the siderails were damaged in shipping and may not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the siderails were damaged in shipping and may not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.